Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that the device was alarming when it was set to vibrate mode. The customer's blood glucose was 134 mg/dl. The customer does use the sensor feature. The customer was able to rewind the insulin pump. The also stated that they were having issues with the sensor and calibration error alerts. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.